Event description:
The customer reported a burning odor during an attempt to shutdown the unit due to a motion error involving synchron lx 20 pro system. Beckman coulter customer technical support advised the customer to shutdown and keep the unit turned off. There was no report of injury. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer (fse) performed troubleshooting on the 24v power supply and verified voltage across each power supply. The fse diagnosed a faulty 24v load resistor. On (B)(4) 2008, the fse replaced the 24v load resistor and power distribution board and resolved the issue. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.